Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the surgeon experience any problems with the device during the initial procedure? Was a cholangiogram being used? Was the device fired over an existing clip? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired during the procedure? Where was the leak coming from? Where were the malformed clips located? What was done to repair the leak? What was done to address the infection? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight? Did the patient have any pre-existing conditions? Was this an emergency or planned chole? How long has this surgeon been using this device? Are there any x-rays available? Have there been any technique changes? Are you aware of the last time the surgeon or staff was in-serviced for this device? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported by the rep that the patient underwent a laparoscopic cholecystectomy procedure without any known complications. Approximately a week later, the patient returned to the hospital feeling ill. A CT scan was performed and there were malformed clips on the cystic duct. It was also noticed that there was a leak and infection. It is unknown what occurred after the CT scan was performed. Unknown patient consequence. The device was discarded. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? Yes. Was there a recent conversion to ees devices in this account or with this surgeon? The surgeon stated that has been using the device for about 20 years.